Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2004 and meshes were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Date sent to the FDA: 02/07/2014. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Date sent to FDA: 06/07/2016.

Manufacturer narrative:
It was reported that the patient underwent debridement of vaginal mesh on (B)(6) 2007 by dr. (B)(6) due to mesh vaginal erosion. It was also reported that the patient underwent excision of urethral polyp and pubovaginal sling on (B)(6) 2012 by dr. (B)(6) due to stress urinary incontinence, post-op infection.